Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02340 & 02410).

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(6) study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, fluid was noted in the right hip and a solid mass was noted in the left hip. The fluid collected from the anterolateral area of the hip measured 5.5 x 3.6 x 1.3cm. The mass found in the lateral area of the hip measured 5.9 x 4.1 x 2.4cm. These findings were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Corrected data: date left hip implanted, implant date. This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2013-02410 & 05351 / 05353).

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a mom clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, fluid was noted in the right hip and a solid mass was noted in the left hip. The fluid collected from the anterolateral area of the hip measured 5.5 x 3.6 x 1.3cm. The mass found in the lateral area of the hip measured 5.9 x 4.1 x 2.4cm. These findings were found due to follow up testing.